Manufacturer narrative:
Device not returned. Device is still implanted in patient and therefore, it is not available for evaluation. No evaluation will be performed. Should device become available with additional information, a supplemental report will be issued.

Event description:
It was reported by patient that, "ever since she had surgery on her left hip, she has been in constant pain. Patient said that she has difficulty walking and sitting. She also said, that she has been to neuro-surgeons and other doctors and has also had an MRI and the cause of the pain has not been found.